Event description:
It was reported that an inappropriate automode switch due to competitive atrial pacing and post-sensed t-wave oversensing was noted on remote transmissions. Programming changes were discussed but not made at this time. No patient symptoms were reported.